Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture during an unrelated ablation procedure that resulted in 2 seconds or more of asystole. The ablation tip was close to the tip of the right ventricular (rv) lead which activated the defibrillation detect circuit of the crt-d. This resulted in a lower output pacing pulse being delivered which caused the loss of capture (loc). This product remains in service. No adverse patient effects were reported.